Event description:
Pt underwent endoscopic ultrasound with fine-needle aspiration. According to the report "upon removing the stylet from the cath it was noted to be in spiral twists through the entire length of the stylet.. Normally the wire is straight." Dr (B)(6), dr (B)(6). The first expect aspiration needle was open and could not be used. When the surgeon tried to use this one, she noted that he was "unable to navigate needle due to limited flexibility." Dr (B)(6).